Event description:
Stryker drill 703586 (2.5 x 285mm) broke off at the tip during surgery. The drill tip stayed in the bone. This was the first time we used this set. Everything was new and unused.

Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report.